Manufacturer narrative:
An internal biomérieux investigation was initiated due to a false resistant trimethoprim/sulfamethoxazole (sxt) result on vitek® 2 (v7.01) ast- n263 and ast-n231 cards with a strain of stenotrophomonas maltophilia submitted by the customer. Identification of the submitted organism was confirmed and testing included one (1) ast-n263 card from each customer lot (6630463403 called cl1 and 6630299203 called cl2), as well as one (1) card from a random lot (6630313103 rl). The isolate was also tested on one (1) customer lot of ast-n231 card (6310398203 cl), as well as a random lot (6310345404 rl) . The reference method used for the development of the incriminated drug was performed in parallel of vitek 2 testing: broth microdilution (bmd) for sxt, which was the method used for sxt02n (ratio 1:19) development on ast-n263 and ast-n231 cards: sxt mic = 40 (2/38) mg/l s. On vitek 2 v7.01 (aes parameters: casfm eucast 2016 + phenotypic), ast-n263 and ast-n231 cards gave an sxt mic => 320 (16/304) mg/l r. The resistant customer result was reproduced. Note: stenotrophomonas maltophilia is not an indicated species for sxt use per pharmaceutical label. Conclusion: the resistant customer result was reproduced in-house whatever the lots and the cards used. The study shows an overestimation of trimethoprim/sulfamethoxazole on ast-n263 and ast-n231 cards. The strain is not a typical strain according to the vitek 2 knowledge base for this drug. While the reported issue was reproduced for this atypical strain, a complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue

Event description:
A customer from (B)(6) reported to biomérieux a false resistant trimethoprim/sulfamethoxazole (sxt) result for a stenotrophomonas maltophilia strain in association with the vitek® 2 ast-n263 test kit. The customer reported that the ast-n263 result for sxt was mic >=320. A test was performed with biomérieux atb pse strip (ref. 14348) and gave a susceptible result for sxt. The customer stated that no incorrect result was reported to a physician and patient treatment was not impacted. The customer reported a delay greater than 24 hours for reporting results. A biomérieux internal investigation will be initiated.